Event description:
It was reported that the large needle driver instrument does not work. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the main tube to have a 1.5 inch long section with material removed. The damaged area is 4 inches above the proximal clevis, parallel to tube axis, and has a rougher surface finish than the rest of the tube. Based on the location and appearance of the damage, engineering determined that loading on the instrument may have caused high pressure against the cannula, which caused scraping of the tube as it moved back and forth within the cannula. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.